Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected and checked o-rings/stopper groove for anomalies, and none were found. Ran basal, bolus leaking test, and no leaks or air bubbles were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin was leaking past the first o-ring. The customer stated that the reservoir was wet and insulin was dripping from it. The customer's blood glucose was 523 mg/dl at the time of incident. The reservoir will be returned for analysis.